Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had been experiencing a hypoglycemic event. Their blood glucose was 43 mg/dl and the insulin pump had not alarmed. The device was showing that the customer's blood glucose was 120 mg/dl. The customer treated with juice and food. The customer stated that at the time of the call the glucose meter was still showing blood glucose of 43 mg/dl but the insulin pump was showing 86 mg/dl. The customer stated that they were driving home at the time of the incident. The drive support cap of the insulin pump was recessed. The customer's techniques were reviewing and they were advised that they should fills the tubing prior to inserting the infusion set. Also, it was noted that the customer had changed the basal rates from 1.0 to 0.9. Everything else was accurate. The customer removed the sensor fro their body and it was noted that the cannula was bent. Nothing further was reported.